Event description:
It was reported that the procedure was to treat mildly calcified, mildly tortuous lesion in anterior tibial artery (AT) through common femoral artery access. The vessel diameter was unknown as no intravascular ultrasound (IVUS) was used. During treatment, the crown of the 1.25 solid Stealth 360 Peripheral Orbital Atherectomy Device (OAD) became stuck at the midpoint of the artery. Additional nitroglycerin beyond standard of care was administered, the OAD was turned off/on several times, and the OAD was removed from the patient. The OAD was intact and had no tissue/plaque. The procedure was completed without using other devices. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.